Event description:
The customer's daughter called to report that the customer was hospitalized for diabetic ketoacidosis four times in the past three months. The blood glucose reading for the most recent hospitalization was 481 mg/dl. It was stated that the customer was also having shortness of breath. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the tubing clamp was not available to perform the high pressure test. In addition, several no delivery alarms were found in the alarm history.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore,consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.